Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Por (power on reset) for write to locked ram, addr=0fb5, data=2, on (B)(6) 2011 15:22:43. Patient alert for por on (B)(6) 2011 15:22:43.

Event description:
It was reported that the device had an electrical reset after the patient had radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.